Event description:
Unomedical reference number (B)(4). Event occurred in the united states, it was reported that the one infusion set was fell off during use on (B)(6) 2024 and infusion set is used for 12-24 hours. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6004237 have already been previously tested in the (B)(4) on 24/jan/2025. Test results: in the additional tests were inspected for adhesive. All test results were within specifications as per the test report. Device history record (DHR) review: the lot 6004237 was manufactured according to the work instruction (wi) version 108 manufactured in the line 7, on 15/nov/2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in data base on 24/jan/2025 against malfunction code adhesive patch lifts or detaches during use and lot 6004237 and another 1 complaints have been registered in database for the same lot 6004237 and malfunction code adhesive patch lifts or detaches during use. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production, other 1 complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) activities.

Event description:
To date no additional patient or event details have been received.